Event description:
During a therapeutic left ureteral stent exchange, approx eight inches of the coating on this guidewire came off. The piece of coating was retrieved and the guidewire was removed. There were no complications reported from this event, but it was reported that the access was lost and another procedure was likely to be needed.